Event description:
Based on additional information received on 06-dec- 2017, initially the case considered as non-serious was upgraded to serious as an important medical event of device malfunction was added. This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 06-dec-2017 from nurse. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and after an unknown latency right knee was swollen and was painful. Also device malfunction was identified for the reported lot number. No past drugs, concomitant medications and concurrent conditions were reported. Medical history included osteoarthritis pain in both knees. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose and expiration date: not reported; lot number:7rsl021 in right knee and unknown in left knee; expiry date: not provided ) in both knees for osteoarthritis in both knees. On an unknown date in (B)(6) 2017, latency unknown, patient's right knee was swollen and painful. Nurse told the patient to ice and elevate the right knee. Corrective treatment: ice and elevate for right knee was swollen and right knee was painful outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated for lot number 7rsl021 with global ptc number (B)(4). And the result was:- an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction upon internal review: lot details initially data entered as 7rs1019 was corrected to unknown. Additional information was received on 06-dec-2017 and 16-jan-2018 (both the information was processed together with clock start date of 06-dec-2017). The case was upgraded to serious as an important medical event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 6-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.